Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The exposed soft cannula of the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has been received and is pending an investigation. We will send a supplement report when new findings become available.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged as well as bent. As treatment, the patient administered a bolus and a manual shot of insulin. In addition the patient applied a new pod.